Manufacturer narrative:
Device is not being returned for evaluation. (B) (4).

Event description:
Surgeon was using our e-pass instrument and on four surgeries, the tip of the needle broke off three out of four times, they were able to retrieve the needle tip. They could not see the last one on c-arm and thought possibly the suction picked it up. Each time he used another needle to complete the surgery. Each needle was a different lot number. Lot numbers are not known at this time.